Event description:
(B)(4). The end user states the joystick power button sticks causing the unit to not turn off. The end user states this issue occured the other day and states he only uses it indoors. He states he disconnects the power cord to turn the unit off (B)(4).